Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a thrombus located in the internal carotid artery (ica), the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 21m106av)was used as per the instructions for use (IFU). The embotrap iii device was deployed and a react¿ catheter (medtronic) was advanced until the reverse bleeding stops. When the bleeding stopped, the embotrap iii device and the react catheter were removed together. The thrombus was successfully removed. It was reported that the inner channel of the embotrap iii device seemed to be stretched and one of the outer cage segments seemed to be deformed like crushed. Continuous flush was maintained. There was no report of any patient injury during and after the procedure. The complaint device is reported as not available to be returned. On (B)(6) 2022. The cerenovus sales representative provided additional information. The information indicated that the thrombus was removed with the embotrap iii device on the first pass. Therefore, the procedure was completed without having to change the complaint device. On (B)(6) 2022. The cerenovus sales representative provided additional information. The information indicated that the trevo trak microcatheter (stryker) was used with the embotrap iii device. The outer cage and the inner channel got entangled and the inner channel deformed as if it advanced. The additional information indicated that the complaint device is available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: pc- (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The complaint product was received the product analysis lab on (B)(6) 2022. The return product is pending further investigation evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of the manufacturing documentation associated with this lot (21m106av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-jun-2022. [Additional information]: on 22-jun-2022, additional information was received. The information indicated that there was no resistance at any time during the advancement during the advancement of the embotrap iii device. There was no resistance upon withdrawal associated with the embotrap iii device. The reported event did not result in any clinically significant delay in the procedure. E.1: initial reporter phone: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a thrombus located in the internal carotid artery (ica), the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 21m106av)was used as per the instructions for use (IFU). The embotrap iii device was deployed and a react¿ catheter (medtronic) was advanced until the reverse bleeding stops. When the bleeding stopped, the embotrap iii device and the react catheter were removed together. The thrombus was successfully removed. It was reported that the inner channel of the embotrap iii device ¿seemed to be stretched and one of the outer cage segments seemed to be deformed like crushed.¿ continuous flush was maintained. There was no report of any patient injury during and after the procedure. The complaint device is reported as not available to be returned. On 21-apr-2022, the cerenovus sales representative provided additional information. The information indicated that the thrombus was removed with the embotrap iii device on the first pass. Therefore, the procedure was completed without having to change the complaint device. On 25-apr-2022, the cerenovus sales representative provided additional information. The information indicated that the trevo trak microcatheter (stryker) was used with the embotrap iii device. The outer cage and the inner channel got entangled and ¿the inner channel deformed as if it advanced.¿ the additional information indicated that the complaint device is available for return. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: 1. Visual inspection: (markers): on visual inspection, under magnification, all markers were intact (3 distal markers, 16 body markers ¿ 4 per body section and 2 proximal markers) and undamaged on the returned embotrap device. (Distal coil): visual inspection of the distal coil and the laser welded parts of the distal coil, did not indicate any damage or deformation. (Proximal coil): visual inspection of the proximal coil, under magnification, did not indicate any deformation. No coil offsets were noted. All adhesive bonds of the distal coil were noted to be properly formed and intact. (Inner channel and outer cage): visual inspection indicated that one of the floating crowns of the 3rd segment (from distal) of the embotrap outer cage was entangled within a cell of the inner channel. As a result, the embotrap device deflected relative to the shaft, and the inner channel was protruded from the outer cage at the distal cone. 2. Visual inspection post disentanglement: the 3rd segment of the outer cage floating crown was disentangled by using a tweezer. Visual inspection of the distal cone indicated no deformation other than a slight curvature at the proximal inner channel strut post disentanglement. 3. Recreation testing of the similar deformation a previously used sample embotrap 5x33(lot#:20k124av) device, a clear silicone tube (ID 4.5mm), a syringe and tap water were used for the recreation test. The silicone tube was flushed by using the syringe and water. The embotrap device was inserted into the silicone tube by using an insertion tool and then advanced distally. The embotrap device was deployed inside of the silicone tube. The delivery wire was pushed distally inside the silicone tube while the stent like assembly of the embotrap device was fully deployed. There was a resistance during the advancement, so a slight torque motion was applied to overcome the resistance. When the delivery wire could not be advanced any further due to the resistance, the delivery wire was pulled back proximally, and the embotrap device was removed from the silicone tube. The inner channel and the outer cage came into contact during the removal and became entangled at the proximal side. The inner channel was protruded from the outer cage at the distal cone, and the proximal side of the stent like assembly was deflected, similar to the findings on the returned embotrap device. A review of the manufacturing documentation associated with this lot (21m106av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the event description indicated that a embotrap device was used for a mechanical thrombectomy at ica. The thrombus was removed successfully, but the inner channel of the complaint et iii seemed to be stretched and one of the outer cage segments seemed to be deformed like crushed. The embotrap device was returned intact with no missing components. A floating crown of 3rd segment (from distal) of the outer cage was entangled with the inner channel, the inner channel flared part protruded from the outer cage at the distal cone, and the stent like assembly was deflected at the proximal side. Once the entanglement was released, the protrusion at the distal cone and the deflection were dissolved. It is concluded that the most likely contributing factor of the deformation found on the device is that the embotrap device was advanced while deployed or post deployed, most likely in the ica or the concomitant intermediate catheter. This is supported by replication of proximal movement on a deployed device on the bench. Based on the event description provided and documented in the complaint, it is concluded that the returned embotrap device performed as intended. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.